Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, on the first firing while cutting the stomach, the green button was pressed to fire but the reload did not advanced. The monitor displayed "0". A new reload was put out and it was able to used without problem while firing. The event occurred during the procedure but the product was not used for patient.